Event description:
A malfunction was reported on the pump, identified with malfunction code malf 1. There was no adverse impact on the customer¿s blood glucose level. The customer agreed to switch to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support arranged for a replacement pump with updated software to be sent and provided instructions for returning the faulty pump. The customer understood and acknowledged all provided guidance as well as the steps required to receive and set up the replacement pump.